Event description:
Through a literature search an article titled ¿occupational asthma after exposure to ortho-phthalaldehyde (opa),¿ in the journal occupational and environmental medicine (OEM), a healthcare worker (hcw) was reported to have asthma related symptoms after three weeks of exposure to cidex opa in her work environment. The symptoms included dyspnea, conjunctival redness, and low expiratory peak flow. It was reported that the symptoms subsided in the evenings when she was away from work and disappeared completely on the weekends. She was treated with two different respiratory inhalers and her pulmonary function normalized. She was promptly removed from work and could not return due to the symptoms. At a later date she was given a bronchoprovocation test with cidex opa and an asthmatic response, conjunctival redness and cough was observed. She was given bronchodilators and prednisone and recovered quickly. Asp is not aware of the event date and will continue to follow-up for additional information.

Manufacturer narrative:
Evaluation codes: method codes: actual device not evaluated. Result codes:no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the batch record, supplier evaluation, trending of the product malfunction code, retains testing, and system risk analysis. The batch record was not reviewed as the lot number was not available. Supplier evaluation was not required as no information was available. The trend for the product malfunction code of respiratory reaction was assessed from (B)(6) 2014 through (B)(6) 2015 and did not reveal a significant trend. Retain testing was not performed as the lot number is unknown. The system risk analysis (sra) was reviewed for the issue of respiratory reaction and the risk was determined to be "low risk." The assignable cause is not known. The issue was identified through a literature review. There is no contact information to obtain additional information. Should additional information become available, advanced sterilization products will reopen the complaint for investigation. No further investigation is required at this time.